Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited noise and oversensing leading to the pacemaker inappropriately classifying ventricular tachycardia (vt) events. Technical services (ts) was contacted, and ts discussed that the noise appeared related to a possible insulation issue with the rv lead. Variable low rv lead impedance was also noted within normal limits. The pacemaker system remains in service. No adverse patient effects were reported.